Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc cracked below the molded strain relief on the extensions. The uvc was placed during a surgical procedure in the chest. It was secured with sutures and placement verified through x-ray. In a follow-up conversation with the hospital on (B)(6) 2012 the following information was provided. At an unconfirmed date after placement of the uvc, the decision to withdraw medical care to the neonate was made by the parents at which time the uvc was discontinued by the medical personal. The neonate later expired. The clinician confirmed the decision to discontinue care and the expiration of the infant were not related to the covidien uvc issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.